Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
X-ray review identified cup malpositioning. The cup was not revised; however, the degree of malpositioning was such that it was felt that the cup should be reported.

Manufacturer narrative:
Examination of the returned devices and patient x-rays finds evidence confirm acetabular implant malpositioning and eccentric poly-wear of the liner. The femoral head is unremarkable and the stem and cup were not returned. A worldwide complaint database search found no additional related reports against the provided product code/lot code combinations. Additionally, research using the as400 system indicates that several pieces from the reported lots have been delivered, and, as no additional reports have been received, can be reasonably assumed implanted without issue. The device history records for the liner were reviewed with no related manufacturing deviations or anomalies noted. The investigation can draw no further conclusions with the information made available. Based on the performed investigation, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.